Event description:
Cellulitis [injection site cellulitis]. Cheek and eye area was puffy/swollen [injection site swelling]. Lump on the zygoma (where filler was placed); large nodules on both sides of zygoma; soft inflamed nodule [injection site nodule]. Soft inflamed nodule [injection site inflammation]. Rha4 in cheeks [off label use]. Case narrative: united states report received from a nurse via company representative on 01-feb-2024, refers to a 51-year-old female patient who had received rha 4 and rha 3 for unknown indication. The patient¿s medical history included medical issues (unknown) and viral illness (started before in (B)(6) 2023, before christmas). Concomitant medications included psych medications (unknown). Co suspect medications included botox administered in fhl with a different provider on (B)(6) 2024 (after rha 4 injection). On an unknown date in (B)(6) 2023, the patient received an unknown volume of rha 3 for unknown indication. On (B)(6) 2023, a volume of 1.2 ml, 1 syringe of rha 4 was applied on cheeks via needle technique. It was not reported if cannula was used for the administration. On (B)(6) 2024, the patient called the nurse and said her cheek and eye area was puffy. On the same day, the patient had an x-ray, and it was determined that she had a deviated septum. On (B)(6) 2024, the patient stated that her cheek was swollen. There was lump on the zygoma (where filler was placed) and swelling around the eye. A small nodule was felt on the orbital rim and a small nodule under the chin (where rha was not placed). There was significant swelling of the under-eye area on the left side. At a later time, the patient had an x-ray at a different clinic, which was negative, and a CT scan a week later in (B)(6) 2024. On (B)(6) 2024, the doctor reviewed the prior chart, and it was thought that the patient had cellulitis. On the same day, the patient had cat scan, which showed possible cellulitis. On (B)(6) 2024, the patient was put on a 10-day dose of clindamycin as hcp had concerns for cellulitis. On the same day, the nurse saw the patient and advised her to take a steroid. Primary care doctor said to wait on steroid because the patient had other medical issues. On (B)(6) 2024, the patient was again seen by doctor who thought that it might be a nodule. He wrote a prescription for cultozine but the patient did not want to take it. On an unknown date in (B)(6) 2024 (reported as recently), the patient presented to the clinic. She still had large nodules on both sides of zygoma, but swelling had reduced some and in the other areas she no longer had nodules. On (B)(6) 2024, the patient started methylprednisone dosepak (6-day course). At the time of report, the provider was planning to switch the patient to 7-day prednisone taper. On an unknown date in (B)(6) 2024, the patient finished a medrol (methylprednisolone) dosepak and antibiotics. On (B)(6) 2024, the patient had hyaluronidase at a dose of 210 u. On (B)(6) 2024, the patient had hyaluronidase at a dose of 225 u. The pictures with significant swelling at baseline and after treatment were provided. At the time of the latest report, there was significant improvement, but still a soft inflamed nodule remained. Hcp would start the patient on colchicine. The outcome of the event 'injection site swelling' was resolving. The outcome of events 'injection site cellulitis', 'injection site nodule', 'injection site inflammation' was not resolved. The intensity of the events was not reported. It was unknown if the products were available for return. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304 off-label use. Follow-up received on 16-feb-2024 via company representative included: patient's pictures, treatment drugs: medrol (methylprednisolone), antibiotics and hyaluronidase, additional event of 'injection site inflammation'. Narrative amended accordingly. Case comment: case comment: a causal relationship between the rha3/rha4 and reported injection site cellulitis is assessed as possible based on the plausible temporal relationship (possibility of a delayed reaction) and localization. The patient presented with injection site swelling, inflammation and nodule and a cat scan was performed showing possible cellulitis. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Cellulitis [injection site cellulitis] cheek and eye area was puffy/swollen [injection site swelling] lump on the zygoma (where filler was placed); large nodules on both sides of zygoma [injection site nodule] rha4 in cheeks [off label use]. Case narrative: united states report received from a nurse via company representative on (B)(6) 2024, refers to a 51-year-old female patient who had received rha 4 and rha 3 for unknown indication. The patient¿s medical history included medical issues (unknown) and viral illness (started before in (B)(6) 2023, before christmas). Concomitant medications included psych medications (unknown). Co suspect medications included botox administered in fhl with a different provider on (B)(6) 2024 (after rha 4 injection). On an unknown date in (B)(6) 2023, the patient received an unknown volume of rha 3 for unknown indication. On (B)(6) 2023, a volume of 1.2 ml, 1 syringe of rha 4 was applied on cheeks via needle technique. It was not reported if cannula was used for the administration. On (B)(6) 2024, the patient called the nurse and said her cheek and eye area was puffy. On the same day, the patient had an x-ray, and it was determined that she had a deviated septum. On (B)(6) 2024, the patient stated that her cheek was swollen. There was lump on the zygoma (where filler was placed) and swelling around the eye. A small nodule was felt on the orbital rim and a small nodule under the chin (where rha was not placed). There was significant swelling of the under-eye area on left side. At later time, the patient had an x-ray at a different clinic, which was negative, and a CT scan a week later in (B)(6) 2024. On (B)(6) 2024, the doctor reviewed the prior chart, and it was thought that the patient had cellulitis. On the same day, the patient had cat scan, which showed possible cellulitis. On (B)(6) 2024, the patient was put on a 10-day dose of clindamycin as hcp had concerns for cellulitis. On the same day, the nurse saw the patient and advised her to take a steroid. Primary care doctor said to wait on steroid because the patient had other medical issues. On (B)(6) 2024, the patient was again seen by doctor who thought that it might be a nodule. He wrote a prescription for cultozine but the patient did not want to take it. On an unknown date in (B)(6) 2024 (reported as recently), the patient presented to the clinic. She still had large nodules on both sides of zygoma, but swelling had reduced some and in the other areas she no longer had nodules. On (B)(6) 2024, the patient started methylprednisone dosepak (6-day course). At the time of report, the provider was planning to switch the patient to 7-day prednisone taper. The outcome of the event injection site swelling was resolving. The outcome of events injection site nodule and injection site cellulitis was not resolving. The intensity of the events was not reported. It was unknown if the products were was available for return. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304 off-label use no additional information was available at the time of this report. Case comment: a causal relationship between the rha3/rha4 and reported injection site cellulitis is assessed as possible based on the plausible temporal relationship (possibility of a delayed reaction) and localization. The patient presented with injection site swelling and nodule and a cat scan was performed showing possible cellulitis. The company will continue monitoring the benefit-risk profile for the product.